Manufacturer narrative:
G4: 19sep2020. B4: 21sep2020. Upon further investigation, it was determined that the reported event was due to user error, specifically the customer's failure to maintain the device according to the manufacturer's recommendations in the user and service manuals; therefore, this complaint is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported that the device issued high temperature alarm. The device was in clinical use. There was no patient harm. The customer noticed the fan blades and filter were dirty. The customer cleaned the fan blades and changed the air inlet filter, which resolved the problem.